Manufacturer narrative:
The reported events of device in the backup mode, no inductive telemetry and premature discharge of battery were confirmed. The reported event of muscle stimulation cannot be confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient presented to the emergency department with pocket muscle stimulation. Upon device interrogation, the pacemaker was found in back up mode. A device restoration was unsuccessful as telemetry was intermittent. The patient presented to a scheduled device change out. Prior to the procedure, the patient presented with bradycardia and the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. The patient condition was stable.